Event description:
It was reported that the physician exchanged the valve and would like to have it analyzed. He believed that the issue was pt related, not a malfunction of the device.

Manufacturer narrative:
The valve was patent and passed leak testing, but failed siphon and reflux testing. This precluded measurement of pressure/flow characteristics and preimplantation pressure. Proteinaceous debris was found on the interior and exterior of the entire shunt, particularly inside the delta chamber and valve mechanism. Debris within the valve may interfere with the anti-siphon device and occluder, resulting in siphoning and reflux. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.